Manufacturer narrative:
The device remains in service. During troubleshooting efforts, the high impedance measurements were not able to be recreated. The physician planned to continue monitoring the patient and lead closely in the remote monitoring system. No intervention was performed or planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert in the remote monitoring system due to a high, out-of-range pacing impedance measurement on the non-boston scientific right ventricular (rv) lead. Technical services reviewed the available device data and confirmed the measurement was 2,360 ohms. The patient appeared to be in an atrial arrhythmia at the time of the transmission. It was suggested to bring the patient to the clinic to evaluate the rv lead. Troubleshooting to create noise and impedance changes was discussed. An x-ray could be considered to verify the lead terminal pin was fully inserted into the device header. No adverse patient effects were reported.